Event description:
It was reported that during use of the cassette the pump exhibited a "no disposable, pump won't run" alarm. Per reporter during troubleshooting, bubbles were observed in the tubing. The cassette was tapped on a hard surface and reattached, but the alarm returned on start up. The reported rate was 5.3 ml/hr, residual volume was 209.5 ml and 34.50 ml was given. No adverse patient effects were reported.

Manufacturer narrative:
Other text: d4: lot number, expiration date and h4 are unknown as no lot number has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other text: d3, g1,2 email is: regulatory.responses@icumed.com one device was returned for evaluation. Visual inspection revealed no physical damage. Functional testing was performed but the reported issue could not be replicated. The root cause could not be determined. No further actions were taken. No lot number was provided; therefore, a history record review could not be conducted.